Event description:
Analysis of the generator was completed on 03/16/2015. A bench lead could be fully inserted into the header past the negative connector block, and it could also be removed easily from the header. The generator¿s battery was found to be in a non-ifi condition. The pulse generator performed according to functional specifications. No anomalies or other adverse conditions were found during analysis.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data; corrected data: the initial manufacturer report inadvertently did not provide the suspect device UDI. This report is being submitted to correct this data.

Event description:
It was reported that during implant surgery system diagnostics returned high impedance, >=10000 ohms. Generator diagnostics were attempted with the device connected to a test resistor pin, but communication with the device failed. The device was not implanted. Review of the available programming history found that the device was interrogated and programmed on (B)(6) 2015. Diagnostics history showed that system diagnostics on (B)(6) 2015 returned high impedance, low output current, >=10000 ohms, battery status ok. Multiple system diagnostics and generator diagnostics resulted later in failure to stablish communication with the generator on (B)(6) 2015. Review of manufacturing records confirmed that generator passed all functional tests prior to distribution. The opened but unused generator was returned to the manufacturer and is currently undergoing analysis.

Manufacturer narrative:
Age at time of event; corrected data: the previously submitted MDR inadvertently provided an incorrect patient information. Sex; corrected data: the previously submitted MDR inadvertently provided an incorrect patient information.

Event description:
Additional information was received indicating that the surgery, which took place on (B)(6) 2015, was to replace an old generator due to reported battery depletion. The explanted device was returned to the manufacturer and the analysis did not confirm the reported allegation. During the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found with the generator. It was reported that during the surgery, when the initial generator was not implanted, another new device was successfully implanted. The patient's vns system was tested upon connection of the new generator to the existing lead and system diagnostics returned impedance results within normal limits with 3395 ohms.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.